Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. We have a white paper that addresses this inquiry. We tested glass to plastic red top tubes for an array of therapeutic drugs. The white paper vs5419-1: summary report of a comparison of bd vacutainer plain serum tubes glass vs plus plastic for tdm, which is available on-line at www.bd.com/vacutainer. As there was no sample or photo available for evaluation, a root cause could not be determined. H3 other text : see section h.10

Event description:
It was reported that unspecified bd¿ tube was giving erroneous results. The following information was provided by the initial reporter: material no: unknown . Batch no: unknown. It was reported the customer cannot use the plastic because when drug testing some of the chemicals leach into the plastic and they do not get correct results. I have spoken to chemistry and was told that they cannot use the plastic because when drug testing some of the chemicals leach into the plastic and they do not get correct results.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tube was giving erroneous results. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported the customer cannot use the plastic because when drug testing some of the chemicals leach into the plastic and they do not get correct results. I have spoken to chemistry and was told that they cannot use the plastic because when drug testing some of the chemicals leach into the plastic and they do not get correct results.